Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius that the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was prescribed antibiotics for an infection by a peritoneal dialysis registered nurse (pdrn). No additional information provided at intake. Subsequent attempts to obtain additional information (e.g., patient demographics, causality, type of infection, antibiotics administered) have thus far proven unsuccessful. Based on the available information, the patient¿s liberty select cycler is disassociated from the event(s). There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: based on the available information, the patient¿s liberty select cycler is disassociated from the event(s). There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred. Furthermore (per the knowledge of this reviewer), the patient continues to utilize the same liberty select cycler, without any reported issues of device malfunction or deficiency.

Event description:
It was reported to fresenius that the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was prescribed antibiotics for an infection by a peritoneal dialysis registered nurse (pdrn). No additional information provided at intake. Subsequent attempts to obtain additional information (e.g., patient demographics, causality, type of infection, antibiotics administered) have thus far proven unsuccessful. Based on the available information, the patient¿s liberty select cycler is disassociated from the event(s). There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred.